Manufacturer narrative:
H6; code 100: jammed, damaged lifter. Conclusion: based upon the inquiry info received, the visual examination and the functional test, it was concluded that a damaged lifter may have caused the reported incident during surgery. The instrument was received in good physical condition and was cycled and fired the remaining 19 staples intermittently. The cartridge assembly was disassembled and the lifter was found to be slightly damaged, which caused the intermittent feed. No conclusion could be reached as to how this damage to the lifter may have occurred. Comments: each instrument is evaluated during the assembly process to ensure that staples feed, fire and form correctly.

Event description:
During a laparosocpic transabdominal approach for preperitoneal hernia repair two staples were fired from the ems tghen the device hammed. The surgery was completed using an oms20. There was no consequence to the pt.